Event description:
It was reported the video system center had a scope communication error (error code b30). The issue occurred during installation. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 months since the subject device was manufactured. Based on the results of the investigation, we could not identify the root cause of it and good faith efforts were made but no response was received. Olympus will continue to monitor field performance for this device.